Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient transferred from another hospital was found to have a groshong catheter with a stylet inserted. There was no reported patient injury. No other information provided.